Event description:
Boston scientific received information that a review of the electrogram (egm) showed some noise on the right ventricular (rv) channel during the night of the implant of this implantable cardioverter defibrillator (ICD). The noise looks like air bubbles and appears to be transient. There were no pauses in pacing greater than two seconds and no inappropriate therapy. All measurements were stable the following morning. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.